Manufacturer narrative:
Investigation: product support observations for tni recovery follow: no error codes or device issues were observed. All data points for the 10 whole blood edta donors (n = 1/donor) recovered <0.05 ng/ml for tni. Product support observations from previous testing: all data points with cal h (3 devices each run on three meters for a total of 9 scans) were within the mfg 2sd range, with a % recovery of (B)(4) (within the mfg final release specs). No false positives were observed with any sample. Customers complaint of false positive tni was not reproduced. No high bias in tni recovery was observed with any sample. The customer provided results for all analytes when they received the elevated tni. Ck-mb 1.1, tni- 0.41, myo 69.5, bnp 8.7, d-dimer <100. Based on this set of data only, the other analyte results do not support an elevated tni. Conclusion: product support tested 10 whole blood normal donors on sob lot (B)(4) for tni recovery. Customer's observations of elevated troponin were not reproduced with any sample. All samples were <0.05 ng/ml. No sample was returned by customer for further analysis. Unable to rule out sample specific interference that may affect analyte recovery. No product deficiency was establish; no corrective action required at this time. As of (B)(4) 2012, there are 5 complaints on lot sob (B)(4).

Event description:
Caller reported potential false positive troponin I (tni) results on triage profiler sob test. Customer reported a (B)(6) male pt who came in with epigastric pain and was concerned about his heart. The clinic ran an EKG (results not provided) and an sob panel. The results from this one run gave a slightly elevated tni value. The pt was sent to the ER for further testing. The pt called the clinic back and said his tni was zero and he was sent home. No data from the hosp testing was available.